Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump, and after assistance, the pump was reset successfully with no recurrence of the issue. The customer is able to continue using the pump and was advised to contact support if the malfunction reoccurs.